Manufacturer narrative:
Patient's weight was approximated at (B)(6). Return requested. Replacement open spine clamp shipped to site (B)(6)2017. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the issue seemed to be linked to a damaged screw winding.

Event description:
A site representative reported that, while in equipment set-up for a spinal fusion procedure, their open spine clamp was damaged. This occurred at the beginning of the surgery, when trying to attach the clamp to the spinous process. A second clamp was brought in to be used in the procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the clamp arm was slightly bent and resulted in difficulties setting and releasing the clamp. It was noted that the clamp has nicks and cuts on the tip of it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.